Manufacturer narrative:
The customer reported that his central nurse's station (cns) monitor is not emitting any sound when a bedside monitor (bsm) alarms. Nihon kohden technical support (nkts) walked the customer through checking the sound control on the cns and all volume settings were maxed out. When the customer clicks on the volume control adjustment arrows, no sounds emit from the monitor. Nkts informed him that the issue is most likely the sound board. The customer later reported that switching the monitor fixed the issue therefore confirming the diagnosis by nkts. There are no further issues.

Event description:
The customer reported that his central nurse's station (cns) monitor is not emitting any sound when a bedside monitor (bsm) alarms.

Manufacturer narrative:
On (B)(6) 2017, bme (B)(6) at (B)(6) the cns-9701a (mu-971ra-c sn: (B)(6)) monitor was not emitting any sound when a bedside alarmed. Service requested troubleshooting/assistance service performed nka ts suspected through troubleshooting the sound board went out. Customer had an extra monitor and was to swap out the monitor. Customer reported the issue was resolved by swapping the monitor. Investigation result the cns was put into service on 06/17/11, which is over 6 years prior to the reported issue. A review of device history found previously reported issues with the unit: (B)(4) reported (B)(6) 2016 in which customer was looking for the setting to turn down the alarm volume. This is not related to the reported issue. There was a reported failure of the cns monitor in that it could not emit any sound. If the monitor had not been replaced during the cns's lifetime, this would indicate the monitor was over 9 years of age. During this time, factors such as age, use, power issues, and conditions at the facility could contribute to degradation of the part. Per cns-9701a service manual revision e, it is recommended that a maintenance check is performed once in every six months. This includes checking the external condition of the unit and its peripheral accessories, as well as checking the sound and alarm volume. Troubleshooting of sound problem, along with recommended action to take, is addressed in the cns service manual. Sap device history has no servicing record for this cns. With the assistance of nka ts, customer was able to troubleshoot the issue and determine the possible cause. Issue was to be resolved by replacing the monitor. The part was not returned, and no nka evaluation was performed. The condition of the monitor is unknown. Failure of the monitor does not prevent alarm indicator from lighting up should an event occur. There was found 6 other reported issues in which the cns-9701a unit failed to sound. Of those reported issues, 4 were related to cable connection and are not related to the current issue. The other 2 reported issues have unknown cause due to lack of information available. However, in both cases, the sound had failed well beyond the warranty period. The cns-9701a model was discontinued on (B)(6) 2011 in (B)(4) due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The monitor failed well beyond the warranty period and toward the end of the promised support period. There were no further reported issues with the cns. Based on the given information, there does not appear to be an adverse trend for this issue and this issue is not suspected to be caused by deficient design. Correction: approximate age of device: incorrectly calcuated. Date received by manufacturer: should be 12/21/2017 not 01/17/2018 as listed on MDR initial report. Concomitant medical products: bedside monitor (bsm) was being monitored on the cns.

Event description:
The customer reported that his central nurse's station (cns) monitor is not emitting any sound when a bedside monitor (bsm) alarms.